Event description:
It was reported that an asymptomatic patient presented in the operating room for scheduled generator replacement. During the pre-operative check the right ventricular lead exhibited high threshold. The lead was capped and replaced. The patient was in a stable condition before, during and after the procedure.